Manufacturer narrative:
Bayer product analysis reviewed the photographs provided by the customer and confirmed the presence of a foreign material in the syringe barrel. In addition, the suspect product returned for evaluation. The foreign material present in the syringe barrel is white in color and appears to be plastic-like material. Our investigation determined that the particle noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history determined a frequency of (B)(4).

Event description:
The site reported the following: a nurse reported that a white foreign particle was found inside one of the syringes in a sds-ctp-spk kit. The kit was not used for a patient and was removed from the area to be returned for investigation.